Event description:
The device ws used during an unspecified procedure. Reportedly a component disengaged into the pt's cavity and the surgeon was able to retrieve the component without injury to the pt.